Event description:
Notes from the surgeon's history and physical assessment (h&p): the patient underwent bariatric surgery five years ago. "At the time of her surgery an incarcerated umbilical hernia was repaired, and the laparoscopic adjustable port was placed at the umbilicus overlying this repair. The patient has had some tenderness at this port site. She has failed to really lose any significant weight with her lap band. She has not followed a bariatric diet. Recently she has had difficulty with both solid and liquid foods with worsening dysphagia."... Chief complaint: "having a lot of trouble keeping food and liquids down, she is vomiting all the time and is having pain where the lap band port is." "Unfortunately, the port seems to have rotated in its position relative to the skin in the periumbilical abdominal wall. I am unable to access the port with a huber needle despite multiple attempts". Plan: to remove the entire lap band system. The patient underwent lap band removal. Notes from the operative report: "a left periumbilical incision was made. The visiport was used to traverse the abdominal wall entering the peritoneal cavity under direct vision. Pneumoperitoneum was achieved without difficulty. The laparoscope was inserted. A 30-degree laparoscope was utilized. A 5-mm trocar was placed in the right upper quadrant. Snowden-pencer liver retractor was used to elevate the left lobe of the liver, held in place with a martin arm. A 5-mm trocar was placed in the epigastrium, 15-mm trocar placed in the left upper quadrant, 5-mm trocar placed in the left flank. The band tubing adjacent to the band itself was grasped and retracted. This allows dissection along the band tubing up to the band buckle. The buckle was dissected free and unbuckled. The band was cut adjacent to the buckle and removed from its position around the gastric cardia. Two pieces of the band were then removed through the 15-mm trocar site. Hemostasis was confirmed. Liver retractor was removed. Trocar sites were each removed and hemostasis at the trocar sites was confirmed. Pneumoperitoneum was reversed. A skin incision was made over the periumbilical port site. The port was dissected free and removed with all adjacent tubing present. The band was reconstructed on the back table, confirming all 3 components were accounted for. The wounds were closed in 2 layers using 3-0 vicryl and 4-0 monocryl. Sterile dressings were applied. The patient tolerated the procedure well, was extubated and transported to the post-anesthesia recovery room in stable condition".